Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor¿s introducer needle fractured while in the body. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The introducer needle was hard to remove. The needle was bent upon removal. They were unsure if the sensor¿s cannula was intact. The introducer needle was no longer in the body. They had changed it out. It was also reported that there was little blood. The sensor will not be returned for analysis.